Event description:
IV team nurses had 2 PICC stylets on the same patient - they couldn't get the stylet out of the groshong piccs.

Manufacturer narrative:
The stylet was apparently difficult to remove due to the observed damage of the stylet. The exact cause of the complaint is unk. A portion of a tls stylet was the only item returned for evaluation. The yellow pull tab and the magnetic tip were not attached to the return stylet. The polyimide tubing of the tls stylet, which sheaths the core wire and magnetic tip, broke. It is unk if the catheter was flushed prior to use to activate the hydrophilic on the stylet or catheter. No apparent manufacturing defects were found on the stylet or catheter. A chr of lot# rerc1004 showed two other similar product complaint(s) from this lot. (135910 & 138437).